Manufacturer narrative:
Device received with cracked case(battery tube), cracked case and cracked battery tube threads. No damage on battery cap noted during visual inspection.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Complaints text (B)(6) 2017 10:34:28 erp_rfc_user related svn (B)(4). Complaints text (B)(6)2017 10:32:06 villav18 initial notes: cust will leave their transmitter on their charger. Cust sts it was blinking red for hours or the nit will turn green. Cust has not tried to change battery yet and will do that first. Cust noticed a crack on her pump while checking her sn on her pump and hasn't had any issues with the pump. Cust is in the process of getting the new 670g pump as well. Inquired what led up to the complaint. Customer response: cust was trying to charge her transmitter and it was giving her issues. Cust noticed today while checking the sn on the pump that her pump has a crack near the battery compartment. Transmitter charging t/s per dop114-980. Customer reports red led light on charger. Red led flashes approximately every 2 seconds. Customer has not tried replacing the battery in the charger. Explained aaa battery in charger is low. Adv to install a new aaa alkaline battery. Customer's outcome pertaining to the complaint: cust will change out battery on her charger and will be receiving a rpl pump and sending it back. Cust will be receiving a case in the mean time since they are not having any issues. Cust was adv we will contact her when the pumps are in stock again and will be shipped. Cust call dropped and contacted them back to listen to full rpl policy. Additional notes: date observed: (B)(6) 2017 transmitter issue bg: 120 weight:150 bumped/dropped/cosmetic damage t/s per dop114-980. Customer states the pump has cosmetic damage. Adv to d/c from pump. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. Type of damage is: crack form the battery cap down to the . Damage occurred: does not know. Location of the damage is: battery compartment. Adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Expl interaction aftercare email. Ship: 1 leather case/1 rpl pump, 1 box and le / return: 1 pump.